Event description:
Customer reportedly obtained a result of 398 mg/dl while the hospital's device read 135 mg/dl within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.